Manufacturer narrative:
Failure analysis: received vela front panel pn: 16558 sn: (B)(4) on rga 48258, visually inspected front panel and found dried ingress in touchscreen. Installed in known good unit pn: 16532-00 sn: (B)(4), powered in service mode and problem was duplicated of inactive touchscreen due to ingress in between acrylic layers. Findings/root-cause: reported problem was duplicated and isolated to touchscreen p/n 22523 s/n (B)(4). This issue is being addressed in an internal correction.

Manufacturer narrative:
(B)(4). The foreign distributor determined that the cause of the reported event was a malfunctioning front panel assembly. The foreign distributor was shipped a replacement front panel assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number for the return of the alleged faulty front panel assembly for eval. As of march 19, 2015, the alleged faulty front panel assembly has not been received. Should the alleged faulty front panel assembly be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted by the distributor in (B)(6) on behalf of the user facility in (B)(6). "Touch screen is partly working. There is a slight large spot on right bottom of the screen. Ventilator's touch screen is partly working. Sometimes it is not working, sometimes allows user to control the ventilator. As a remedy touch screen calibration has been done, but the same problem described above occurs. There is a slight large spot on right bottom of the screen."